Manufacturer narrative:
Product analysis: as found condition: the pipeline vantage device was returned for analysis within a shipping box; within an opened pipeline vantage inner pouch and within an introducer sheath. The phenom-27 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. Blood was found within the introducer sheath and on the pipeline vantage device. No damages or irregularities were found with the proximal pusher. The hypotube was found unstretched and undamaged within the introducer sheath. The braid was found still attached to the advanced resheathing mechanism within the introducer sheath. The distal and proximal dps restraints were found to be intact. The dps sleeves was found damaged (torn) within the introducer sheath. The tip coil was found undamaged within the introducer sheath. The pipeline vantage device was found stuck within the introducer sheath due to the dried blood. The pipeline vantage pusher became damaged during the extraction. The spacers and supporting disk were damaged during extraction from introducer sheath. The tip coil became damaged during extraction. The distal braid end was found fully opened and frayed. The middle braid was found fully opened and undamaged. The proximal braid was found fully opened, damaged and frayed. Testing/analysis: n/a conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open at middle section (hourglass shape)¿ could not be confirmed through device analysis as the returned braid was found fully opened. Possible causes during procedure include patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or improper anatomy. The braid was found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. Customer reported patient vessel tortuosity as severe, pipeline was positioned at the ¿tight ophthalmic genu¿ (bend), and device was resheathed more than 2 times; which is likely to contribute towards the braid damage and failure to open. The dps was found damaged, potentially due to the reported manipulation against the severe patient vessel tortuosity. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped3 pipeline vantage failed to open in the middle section. The doctor was treating a long fusiform aneurysm in a very tortuous internal carotid artery (ica) in an elderly patient. He used a 6x50 vantage, which opened well distally but would not open around the tight ophthalmic genu. After multiple unsuccessful attempts to open the vantage it was resheathed with the phenom 27 and it was attempted to deploy it again more distally. The stent opened well again distally but the same section of vantage that didn¿t open on the bend would not open now in a straight segment. It was suspected that the braid had fatigued and would no longer open. It was removed from the patient for return to medtronic. The doctor switched to a stryker surpass evolve 5x40, which did open well on the bend. Less than 50% of the device had been deployed when it failed to open. The pipeline was resheathed more than 2 times. Loading and unloading of the system was done to attempt to open the device. The pipeline was withdrawn into the delivery sheath and removed from the patient. The patient was being treated for an unruptured, fusiform aneurysm in the left ica. The max diameter was 6.8mm and the neck diameter was 30mm. The distal landing zone was 4.2mm and the proximal landing zone was 5.5mm. Vessel tortuosity was severe. No patient injury or complication was reported.